Event description:
Rptr claims that electro-magnetic interference from security gates at stores and airports cause her implanted spinal cord system to lose power. Pt must carry hand held control device in order to turn the power back on, but this is a complicated process. Rptr claims that when the interference shuts down her device multiple times, it affects the battery and shortens the battery's life. Rptr states that a battery should last approx 5 years, but her original battery only lasted 4 years. Rptr underwent a surgical procedure to replace this battery on 5/17/96. Rptr also states that she has had to be "re-wired" since then at her physician's office. Rptr called the MFR, and spoke to a rep regarding this matter. The rptr states that the rep suggested she manually turn the device off prior to entering through electro-magnetic devices. Rptr states that this would be too complicated. Rptr is "upset" because she had the device implanted to improve quality of life; however it has become difficult to go places because so many electro-magnetic devices are in use.